Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alarm for increase in hv lead impedance for some measurements was observed. During follow-up, measurements were in normal range. Programming changes were made.